Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during vitrectomy surgery using an ophthalmic system, intraocular pressure could not be controlled, and the eye collapsed in two patients. The issue persisted throughout the surgery. The procedures were completed by disconnecting the infusion line from the eye few times, allowing fluid to flow and waiting for intraocular pressure to be restored each time the eye collapsed. No additional intervention was required. This complaint is pertaining the two of two reports from the same facility.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.